Manufacturer narrative:
B2. Is death and date of death added. B5. Additional event description added. D6b. Explantation day, month and year added. D9. Is device returned to manufacturer? And date device returned to manufacturer added. H1. Type of reportable event added. H6. Health effect - impact code, death, added. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Additional information was received from a clinical review that reports care was withdrawn and the patient subsequently expired. The death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support. Additional information received on 19may2026. Code stroke called 1700 on (B)(6) for facial mottling, change in responses to verbal and painful stimuli, pupils equal but nonreactive. CT scan showed bilateral mca territory infarct, large area of thrombus in aortic arch, extending to major vessels of neck, occlusion of innominate, left common carotid, near complete occlusion of left subclavian arteries, marked narrowing of right ica (internal carotid artery), areas of primarily mural based thrombus of right cavernous ica. Based on the available information, the patient experienced an embolic cerebrovascular accident characterized by bilateral mca territory infarcts in the setting of extensive pre-existing thrombus within the aortic arch and major branch vessels, including occlusion and severe narrowing of multiple cerebral inflow arteries. The patient was supported with impella cp and peripheral va ECMO at the time of the event, with therapeutic anticoagulation (act within target range) and confirmed device positioning by echocardiography. Given the significant underlying thrombotic burden and vascular occlusions, a definitive causal relationship between the impella device and the reported stroke cannot be established. The event is therefore considered multifactorial, with the device¿s contribution assessed as unknown.

Manufacturer narrative:
B5 updated with an updated clinical narrative. The investigation is still ongoing.

Manufacturer narrative:
Additional information has been provided in d3. Corrected information has been provided in h3. Thromboembolism/cerebrovascular accident/pdi: the cause of the injury was not determined due to insufficient clinical details.

Event description:
A 43-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage d was supported with an impella cp via left femoral arterial percutaneous access, implanted on (B)(6) 2026 at 14:30. During a planned escalation procedure from impella cp to impella 5.5 on (B)(6) 2026, intraoperative transesophageal echocardiography (tee) identified thrombus formation on the impella cp catheter extending into the descending aorta, with no thrombus observed in the left ventricle. The device was removed at 16:00 on (B)(6) 2026, and the patient was subsequently supported with an impella 5.5 via right-sided surgical arterial access, which remains in use. The patient survived the event and remained on mechanical circulatory support. Based on the available information, thrombus formation was observed on the impella cp catheter during device exchange; however, there was no evidence to suggest a device malfunction or failure contributed to the event, and the patient survived with ongoing support following successful escalation to impella 5.5.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.